Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated they had an issue after they ate their sandwich. The patient stated they went for a walk and something went wrong, and the ambulance was called. The patient indicated that when the ambulance arrived, their blood glucose reading was at 20mg/dl. There was no allegation against the dexcom system as the patient insisted on speaking with a specific dexcom technical support representative and refused to provide event details. No additional patient or event information is available.